Manufacturer narrative:
D9: date returned to mfg 1/2/2024. One device was returned for evaluation. Visual inspection revealed a bubble under the downstream occlusion (dso) gasket and the display glass cracked. Event history log review was not applicable. Functional testing was able to replicate the reported issue; the dso sensor was found to be activating out of specification. The root cause was unknown. Sensor re-calibration was performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited an occlusion alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.